Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The s3 electronic gas blender is not distributed in the USA, and it is similar to s5 electronic gas blender, which is distributed in the USA (510(k) number: k101046). H11: livanova deutschland manufactures the s3 gas blender system. The equipment was not in use and will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report s3 electronic gas blender units is displaying an alarm fault in ad transformer (e15). There was no patient involvement.

Manufacturer narrative:
Follow up communications with livanova technical service confirmed the device was deemed not repairable because of its age, and was thus removed from service. A device service history review has been performed and identified that the unit was manufactured in 2005 and no other similar events have been reported. Based on similar investigations, the following factors may contribute to the e15 (an issue with the internal reference voltage) error: - faulty processor board - faulty dc supply board - loose electrical connection. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.